Manufacturer narrative:
Product complaint # pc-(B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent did the reservoir function properly upon first activation? It is supposed that there was no issue with activation function itself. If yes, how many reactivation were performed when issue was noticed? Was there any failure of the locking plate mechanism? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported a patient underwent a colectomy on (B)(6) 2021 and a reservoir was used. After surgery, in the ward/ICU, drainage was done at the anastomosis site and emptying the reservoir was performed twice daily. After emptying the reservoir, the cap of the drainage port was disinfected with an alcohol swab, however, it became difficult to open the cap gradually, and the tab of the cap was damaged when it was tried to open with a pincer. The cap could not be opened, so the reservoir was replaced. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/1/2021. H3 evaluation: product received for analysis. Material incoming inspection records for the y body used in the entrance port side, part number lif 403736, lot number 31449268 used in the lot of the reported complaint was reviewed and no issue were recorded, all characteristics evaluated pass the acceptance criteria. Man- in accordance to instructions for use (IFU) for this medical device, this is a suction reservoir, and it is designed to evacuate potentially detrimental collection of certain fluids from wounds in body cavities though its mechanism of suction. Therefore, in order to have a proper functionally and for the correct activation of this suction reservoir it is necessary that after drain tubing is connected to the port, start the suction by gently bending up the bottom flap, the unit will release, and suction will begin, in addition, an airtight seal between all system components (drain, adapter, and reservoir) is necessary for proper system function. To deviate the given indications is considered an inadequate usage of this suction reservoir. Therefore, it is considered this man factor could contribute to the reported complaint defect. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not confirmed and is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 6/1/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.